Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 0jpeg16a for evaluation. The returned vial of test strips contained only three test strips. Therefore, the returned meter was tested with the returned test strips and in-house contour next test strips from lot # 0jpeg16a using a blood sample, which gave a satisfactory performance. Based on the information received upon return of the product, the lot # has been updated in section d4.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided. This event is related to MDR # 1810909-2021-00376.

Event description:
An advocate from germany called to report that within 10 minutes his son obtained blood glucose readings of 15 mg/dl and 194 mg/dl with the contour next link 2.4 meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the advocate.